Event description:
It was reported that the patient received inappropriate therapy due to af with rvr in 2009 and svt in 2013. The patient was placed on meds to control the arrhythmias on both occasions.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.